Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that vessel dissection occurred. Vascular access was obtained via the femoral artery. The 90% stenosed, 26x3.50mm, concentric, de novo, target lesion was located in the mildly tortuous and mildly calcified left circumflex artery. Following predilatation, a 3.50x28mm promus element was implanted and during post dilation, a type b distal edge dissection was noted. Another 3.00x20mm promus element was used to cover the distal edge dissection completing the procedure. No further patient complications were reported and the patient status was stable.